Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the block used during anesthesia. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Following the procedure, the patient experienced numbness in their right arm and shoulder. Per the physician, the root cause of the event was the block used during anesthesia and was expected to resolve on its own. The patient was discharged on (B)(6) 2024.